Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. The insulin pump received with moisture damage motor and vibrator assembly. No moisture damage found on the electronics and battery tube assembly noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
Customer reported via phone, the buttons on the insulin pump were unresponsive and condensation was under the screen. Customer's blood glucose was 11.2 mmol/l. The device was not dropped, dropped, or has any cracks on it. Customer was unaware how condensation occurred under the screen. Customer was advised to the device need to be replaced and revert to back up plan. Customer agreed to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.